Manufacturer narrative:
Corrected g4 date.

Event description:
It was reported that the device was broken / damaged and had sticky claws.

Event description:
It was reported that the device was broken/damaged and had sticky claws.

Manufacturer narrative:
The customer reported problem was confirmed. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced front cover, rear case, keypad, barrel clamp, tube/ sleeve drivearm, wiper seal, lower housing, left/ right handles & left/ right iui connectors. Performed pm & calibration. Syr/ pca gripper recall completed. A review of the device history record for (B)(6) was performed from date of manufacture (B)(6) 2015 to present date (B)(6) 2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. The proximate cause of the reported issue was due to maintenance issue of the front case - damaged/ cracked (under pressure sensor).

Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device was broken/damaged and had sticky claws.